Event description:
It was reported that the pta ((percutaneous transluminal angioplasty) was performed on an unruptured cerebral aneurysm of lt.ic-cavernous, a non-stryker flow diverter system (medtronic /pipeline flex) was placed, the first balloon device was used to apposition the pipeline flex to the vessel wall. When the first balloon device was inserted into the body and inflated, the first balloon device was found to be torn, thus it was retrieved. The second subject balloon device was placed and changed the position; however, the second subject balloon was torn again and it was removed. It was determined that the pipeline flex was well apposed, and the procedure was completed as is without the balloons. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was visually inspected and no defects were noted. Functional testing was performed to flush the balloon catheter and advance a patency mandrel, it was noted that shaft was blocked with contrast media in multiple areas from 41cm from the hub, the catheter had to be cut to perform the inspection. The balloon was inflated but noted to be leaking and a tear was noted below the proximal marker band. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was devices confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, there was no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body, continuous flush was set up and maintained throughout the clinical procedure, 50% contrast agent was used during the procedure and the patients anatomy was of normal tortuosity. Analysis of the returned device confirmed the device was leaking due to balloon burst/ruptured. It is probable that anatomical factors encountered during the procedure contributed to the reported event. An assignable cause of procedural factors will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
This report is applied for the second subject transform balloon device. This is 2 of 2 reports.

Event description:
It was reported that the pta ((percutaneous transluminal angioplasty) was performed on an unruptured cerebral aneurysm of lt.ic-cavenous, a non-stryker flow diverter system (medtronic /pipeline flex) was placed, the first balloon device was used to apposition the pipeline flex to the vessel wall. When the first balloon device was inserted into the body and inflated, the first balloon device was found to be torn, thus it was retrieved. The second subject balloon device was placed and changed the position; however, the second subject balloon was torn again and it was removed. It was determined that the pipeline flex was well apposed, and the procedure was completed as is without the balloons. There was no reported clinical consequence to the patient.